Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 14march2019. A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported that the ventilator had zero tidal volume displayed. There was no patient harm reported. The event date was not specified; estimate used.

Manufacturer narrative:
Report date: 15may2019. Manufacture date: 19mar2019. Information was received that there was no patient involvement at the time of the reported event. The service engineer (se) inspected the device and could not duplicate the reported issue. The se performed testing and all test passed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.